Event description:
Report received of an under-delivery. The nurse programed the pump in the concurrent mode to deliver normal saline at an unspecified rate on the primary line. The secondary line was programmed to deliver 50ml of an unspecified antibiotic at an unspecified rate for a duration of 30 minutes. After an unspecified length of time, the pump alarmed for air in line. A second nurse reportedly cleared the alarm condition. One hour after the antibiotic was initiated, the initial nurse noted that 20ml of solution remained in the container. The pump was removed from clinical service and the infusion was completed using a replacement pump. There was no reported adverse patient sequelae. Although requested, no further information was available.